Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 201 (day drain #1) alarm occurred during manual drain one of peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient's nurse had instructed the patient to perform a manual day fill of 2500ml and drain on the device, but it did not drain and started filling her without draining her all the way. The initial drain volume was set at 0ml. The patient performed a manual drain. There was no patient injury or medical intervention reported. No additional information is available.